Event description:
It was reported that the casters will not roll due to delaminating casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.